Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced diabetic ketoacidosis due to bent cannula and eventually got hospitalized on (B)(6) 2024. The blood glucose level was 14.4 mmol/l at the time of event. The patient was tested for ketones the resulted value was 4.8mmol/l. The insertion site was low back. The event occurred on the second day. The infusion set was in use for two days. The patient had vomiting and was tired and unwell at the time of hospitalization. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.